Event description:
Vosko et al 2020 (duette) ¿snare-tip soft coagulation is effective and efficient as a first-line modality for treating intraprocedural bleeding during barrett's mucosectomy. Flat irregular or nodular areas of barrett's neoplasia with prior biopsies demonstrating high grade dysplasia and/or intramucosal cancer were candidates for mbm. Antiplatelet and/or anticoagulation therapy was withheld prior to endoscopic resection. A standardized detailed evaluation was performed using a high definition diagnostic gastroscope (olympus, japan) under white-light and narrow-band imaging, by a study investigator or senior interventional fellow under supervision. If an area of concern was identified, its margins were carefully delineated and an endoscopic resection plan was formulated before the mbm duette apparatus (cook medical, indiana, USA) was attached. A fractionated cutting current (endocut q, effect 3, cut duration 1, cut interval 6; erbe, germany) was used for all resections. Multiband mucosectomy-related intraprocedural bleeding (ipb): ipb occurred in 63 mbm procedures. Other interventions required for ipb: stsc was not attempted in the remaining 12 patients because of pooling of blood from multifocal bleed­ing points or occurrence of bleeding at the 9-o'clock position with the patient in the left lateral position. Of these, 11 patients required hemostatic forceps to grasp and tent the bleeding point away from the pooled blood to allow electrosurgical cur­rent to flow to the site of bleeding. In one patient, a mechanical clip was used for unclear reasons. Two patients required adrenaline injection to localize the bleeding point prior to the use of hemostatic forceps.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
Device evaluation the duette device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all duette devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0026-10) states the following: ¿potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, esophageal perforation, stricture formation, obstruction, haemorrhage.¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as per the instructions for use (ifu0026-10) haemorrhage is a known complication associated with the use of the device. Summary the complaint is confirmed based on customer testimony. According to the initial reporter the patients required further medical intervention complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.